Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that syncope was likely unrelated to the system, although the root cause was not determined. A review by boston scientific technical services (ts) noted oversensing on the right atrial (ra) lead and based on the electrocardiograms sent for review the device was operating as programmed. This patient will have a follow up to review the case. No additional adverse patient effects were reported. A follow up took place and atrial oversensing noted on the atrial tachy response (atr) electrocardiograms. The atrial sensitivity was adjusted which corrected the oversensing. The patient was discharged.